Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pch instrument was analyzed and found to have the main tube broken at the distal end. As a result, the hook tip was dislodged. No material was found missing. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation not reported by site that is related to the primary failure was that the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Common cause of this failure is attributed to mishandling/misuse. The probable root cause of the broken conductor wire is primarily attributed to device design, as conductor wire management issues can result in damage to the wire itself and the weld. The conductor wire is not properly constrained to the hypotube, and the non-round yaw pulley cap allows for the wire to escape or pinch. Damage to the instrument¿s conductor wire can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to dislodgement and pinching. This complaint is considered a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer was using the permanent cautery hook (pch) instrument to cauterize the uterine tissue. As the tissue was large and the abdominal space was narrow, the pch instrument tip broke after colliding with the prograsp forceps instrument. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pch instrument was inspected prior to use with no abnormality. The customer confirmed that no fragment fell inside of the patient and arcing was not observed. There was no injury/harm to the patient due to the collision. The prograsp forceps instrument had no damage. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.